Event description:
It was reported that during a ptca/stenting treatment procedure, difficulties were encountered with the express2 monorail stent system. The lesion being treated was a calcified lesion in a tortuous right coronary artery (rca). The physician used a guidant wiggle guide wire to cross the lesion. After pre-dilatation with an unspecified device, the express2 monorail stent was advanced across part of the lesion, but could not cross the entire lesion. Attempts were made to withdraw the undeployed stent from the pt. During withdrawal, the express2 stent dislodged from the balloon in the mid rca. Efforts to retrive the stent with a snare device were unsuccessful. The physician attempted to wedge the express2 stent against the vessel wall with a vision cobalt chromium sent; however, the balloon burst during deployemnt. Then, two voyager stents were advanced and deployed in the mid rca and were successful in securing the express2 stent against the vessel wall. Pt status is reported as 'stable'.